Manufacturer narrative:
Unable to confirm infusion set leaks due to pump received without the original infusion set. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 29-apr-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 29-apr-2024 listed on smart solve. Daily total collection start time: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 257000 (25.7 u). Daily total of basal insulin delivered: 257000 (25.7 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 29-apr-2024 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 13:34:42.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 08:31:00.000. On (B)(6) 2024 22:31:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 9:40:59 pm. There was no power data available for the date on (B)(6) 2024 at 08:31:00.000. Unable to check power data for low battery alert for the date on (B)(6) 2024. Upon checking on the power data/detail trace file, low battery alert on (B)(6) 2024 22:31:00.000 was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to confirm infusion set leaks due to pump received without the original infusion set. Customer alleged for infusion set leaks was unknown. Customer alleged for smell of insulin/exposure to moisture was not confirmed. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported. To medtronic minimed/ that the customer. Experienced diabetic ketoacidosis and hyperglycemia. The hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-242a, mmt-1880, mmt-332a. Troubleshooting was performed. And the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1880 was requested. And the customer response was, the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the even,t as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to confirm infusion set leaks due to pump received without the original infusion set. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge.a battery simulator was used and continued testing. Still, the pump had a high sleep current measurement.successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.in further full review of the pump history/traces on the event date of 29-apr-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 29-apr-2024 listedonsmartsolve.dailytotalcollectionstarttime: 04/29/2024 00:00:00.000 dailytotalofallinsulindelivered: 257000 (25.7 u) dailytotalofbasalinsulindelivered: 257000 (25.7 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 29-apr-2024 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 04/23/2024 13:34:42.000 low battery alert was recorded and found in the formatted history file on: 04/23/2024 08:31:00.000 04/29/2024 22:31:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-apr-2024 at 9:40:59 pm. There was no power data available for the date of 23-apr-2024 at 08:31:00.000. Unable to check power data for low battery alert for the date of 23-apr-2024. Upon checking on the power data/detail trace file, low battery alert on 04/29/2024 22:31:00.000 was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to confirm infusion set leaks due to pump received without the original infusion set. Customer alleged for infusion set leaks was unknown. Customer alleged for smell of insulin/exposure to moisture was not confirmed. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.